Event description:
It was reported that the customer was unable to remove the battery cap on the insulin pump. Customer's current blood glucose reading is 139 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with stripped battery coin slot. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.